Event description:
Clinical study: it was reported that 335 days after a coronary artery drug eluting stenting procedure that patient expired. The target lesion was 8mm in length, 2.5mm in diameter, moderately calcified, severely tortuous, 99% stenosed portion of the ramus artery. The physician treated the target lesion with predilation and placement of a taxus express2 (mrus) 2.5x12mm drug eluting stent. There were no reported procedural complications and the patient was discharged one day post procedure receiving asa and plavix. Three hundred thirty-five days following this procedure the patient expired due to cerebral hemorrhage. In the opinion of the physician target vessel involvement is unknown.